Manufacturer narrative:
Date sent: 12/03/2008. Info anticipated, but unavailable at this time.

Event description:
It was reported that during an esophagectomy procedure, the metallic clamp part became high temperature. Also, the tissue pad was almost detached. Another device was used to complete the case. There were no adverse consequences to the pt.